Manufacturer narrative:
Device evaluation: fold creases, yellow particles in device inner surface, void >1 mm in non-textured and one linear opening. A microscopic analysis and leak test were performed which identified one opening crease smooth and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth in the side posterior assessed as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.